Manufacturer narrative:
Knee interpositional device was removed since the patient complained of recurring knee pain. Device history record review indicated that the device was manufactured to current specifications.

Event description:
Knee interpositional device was removed since the patient complained of recurring knee pain.